Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated the customer reports short battery lifetime. No harm requiring medical intervention was reported. Troubleshooting was performed and received power error detected. Product will be returned for analysis. The customer will discontinue to use of the device.

Manufacturer narrative:
Retainer ring = black customer returned device for an alleged unexpected battery power loss found on (B)(6) 2022. The device passed the displacement test, active current test and self test. Device failed sleep current test due to high currents from moisture damage. No unexpected battery power loss alerts noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed loaded voltage (loaded vlith) was below 3.5v for one hour. Unexpected battery alerts were found in the history files or traces on (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022 where the fault 104 low battery alert is skipped to the fault 7change battery alert. Pump error was also found in the history files on the event date at 21:00:00.00. Device was cut open and disconnected and reconnected the connection of the electrical board 1 and allowed it to charge. Pump was charged for three days and sent for redownload. The second power management graph shows the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board 1, electrical board 2, and harness vibrator assembly. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, battery tube threads - cracked, cracked case (battery tube), minor scratched lcd window. Unexpected battery power loss confirmed in the history files due to unexpected battery alerts and high currents. Pump error confirmed in the history files due to a connector resistance issue with the j6 connector on electrical board 1. Pump failed sleep current test due to high currents from moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.